Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding. A 23g flexision needle was used to biopsy the 2.3 cm lesion. The lesion was in the left upper lobe, apico-posterior segment. There was no malfunction of the ion system. Per the physician, the bleed was a normal expectancy of the biopsy procedure, which occurred towards the end of the ion procedure. Estimated blood loss was between 15-20 cc. The bleeding was stopped with the placement of a balloon catheter. No transfusion was required and the patient did not suffer any injury related to the bleed. The patient was not on any medications that would contribute to bleeding. A diagnosis of adenocarcinoma (malignant) was made. The patient was discharged home the same day.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. As of (B)(6) 2023, a review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer. Investigation revealed that there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced bleeding requiring the placement of a balloon catheter to stop the bleeding. The patient was discharged the same day.